Event description:
Note: this report is associated with manufacturer's report number 1222780-2011-00119. Following a reported deployment issue with a novasure device, a second device was used to complete the endometrial ablation procedure. A post hysteroscopy indicated a uterine perforation and a laparoscopy confirmed a "large area of blanched uterus at the fundus with a small, less than 1 cm perforation in the left corneal/fundal region" with no acute injuries to the bowel. No treatment was provided. The patient was admitted overnight for an "unrelated issue" and discharged on (B)(6) 2011. On (B)(6) 2011, the physician reported, the patient was seen on (B)(6) 2011 and was showing "no adverse symptoms". A hysteroscopy, dilatation and curettage (d&c), and sounding with a suresound were performed prior to the ablation. It is not known when this perforation occurred or what may have been the cause.

Manufacturer narrative:
The lot number provided is for the second disposable device used. The serial number of the second disposable device is unknown. Lot and serial number of the first disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. Age of the first disposable device is unknown. The device has not been returned, therefore, a failure analysis of the complaint device cannot be completed. The manufacture date is for the second disposable device used. Lot number for the first disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was conducted for the identified lot number of the second disposable device. No abnormalities were found related to the reported information. The lot was released meeting specification. No DHR was done for the first device as not lot number was received. (B)(4).